Event description:
It was reported that patient complained of redness at driveline site. Computed tomography (CT) was completed with diagnosis of new cutaneous thickening and soft tissue stranding near driveline compatible with cellulitis. Doxycycline was started for 10 days. The cultures were positive for methicillin-sensitive staphylococcus aureus (mssa). The patient was on oral antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.